Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retains of device lot w63258rb. No issues with analyte recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer was performing a correlation study between the triage system and the dimensions exl analyzer. The following events were reported occurring on one patient: both an edta plasma and a heparin plasma sample was collected from the patient. The plasma samples were collected and stored frozen over the weekend. On (B)(6) 2017, the edta plasma sample was tested using the triage tni panel and produced a normal tni result of 0.19 ng/ml. The heparin plasma sample was tested on the dimensions exl analyzer and produced an abnormal tni result of 0.63 ng/ml. There was no treatment or intervention provided based on the triage tni result. The facility's normal triage tni cutoff was reported to be 0.40ng/ml the facility's normal dimensions exl analyzer tni cutoff was reported to be 0.56ng/ml.